Event description:
On (B)(6) 2014, the pt underwent coiling embolization treatment. During the procedure, it was reported the implant coil could not be detached with the instant detacher. The device was removed from the pt. No pt injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for eval. (B)(4).